Manufacturer narrative:
The biomed ran the unit for a few hours in the lab and was unable to duplicate the complaint that the unit was losing power. The rapid infuser was subsequently returned to belmont for investigation and we were also unable to confirm the customer complaint. The unit performed according to our specifications upon receipt. We reached out to the user facility for additional information and they were unable to provide any additional information about the case. The hospital biomed stated that they believed the circuit breaker on the switch was flipping off, but that failure was not observed during their own test. The manufacturing and service records for this serial number were reviewed. The unit was returned in 2011 to investigate a complaint that the unit had "no power" which was attributed to two cracked solder joints on the cpu board upon evaluation. This is the only time the unit has been returned for service since it was shipped to the customer in 2008. It was reported that the patient was not injured. We will continue to monitor and trend similar reports of this nature.

Event description:
The user facility reported that the rapid infuser lost power during a case. Another unit was brought in to finish the procedure and the patient was not harmed. The biomed was unable to duplicate the failure after running the unit nonstop for a few hours in the lab.